Manufacturer narrative:
Corrected fields: h6(health effect - clinical, health effect - impact). A getinge field service (fse) evaluated the unit for the reported malfunction. The fse located a failure at the helium manifold, and adjusted the leak valve. The fse performed functional check and safety testing, which all passed, and then returned the unit to clinical service.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium., 1 psi per minute. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.